Event description:
This device was received with no information.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, also the firing mechanism was in the return stroke with the knife not fully back. Furthermore, the device was inserted through a cb12lt trocar. One ecr45b cartridge was loaded in the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.